Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states that she has a high blood glucose level, 175 mg/dl. During trouble shooting the customer mentioned that she was hospitalized with a blood glucose level of 571 mg/dl. Trouble shooting revealed no issues with the insulin pump. Nothing further reported.